Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the number of carbohydrates and experienced a low blood glucose (bg) level of 46 mg/dl. Customer consumed juice to address bg. Recommendation was made for the customer to consult with healthcare provider regarding diabetes management.